Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that patient underwent bard pelvisoft implant on (B)(6) 2013 due to cystocele/enterocele. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent placement of a right interstim lead through an incisional technique for a trial of sacral neuromodulation due to urinary urgency, urinary urge incontinence and incomplete bladder emptying on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2001 due to vaginal prolapse, sui and posterior enterocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent pubovaginal sling revision on (B)(6) 2004 and partial vaginectomy, vaginoplasty on (B)(6) 2006.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced scarring,obstruction, cystocele.